Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number:2017865-2020-00329. It was reported that the patient presented with increased congestive heart failure symptoms. It was noted that the right atrial (ra) and left ventricular (lv) leads had dislodged. The dislodgement was thought to have occurred during a computerized tomography (CT) scan when the patient was told to raise his hands above his head. A procedure to re position the leads was performed but the physician may have damaged the atrial lead body and helix extension issues were observed while a guidewire would not advance through the left ventricular lead during repositioning and could not be removed from the lead. Both leads were explanted and replaced. The patient tolerated the procedure well and was stable.

Manufacturer narrative:
The damage found was sustained during procedure. A complete lead was returned in one piece. The reported event for the inability to extend the helix was due to blood clogging the helix region and an over torqued inner coil at the connector region.the lead was otherwise normal.